Event description:
It was reported that the patient presented for a post-procedure follow-up. It was noted that the newly implanted right atrial (ra) lead was failing to capture. It was confirmed that the lead was dislodged via chest x-ray. The ra lead was explanted and replaced on 30 jan 2025. The patient was in stable condition.